Event description:
The clinic reported during a cataract extraction procedure, the phacoemulsification machine started to smoke behind the monitor assembly of the unit. The clinic indicated having two procedures scheduled for the day of the event. The visible smoke appeared during irrigation and aspiration mode on the first procedure. The first procedure was completed safely and successfully. The clinic indicated there was no delay. The 2nd procedure scheduled was not started and postponed for the next day. No patient injury was reported.

Manufacturer narrative:
The graphical user interface (gui) interface printed circuit board was returned to manufacturer for evaluation. The manufacturer observed there were two capacitors (c) and one inductor (l) burnt on the interface printed circuit board returned. The three burnt components were at the locations c6, c14, and l2. The manufacturer was not able to identify the exact cause of the failure but noted a possible component failure over time could be a potential cause however, no definite cause was identified. The part has been scrapped. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Manufacturer narrative:
Patient information was not provided as to no impact to patient, therefore no patient injury reported. The categories for outcomes attributed to adverse event do not apply; therefore, not applicable due to the event as it is a product problem. The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). A loaner unit was supplied to the account to use while the fss inspected and repaired unit. The fss found one of the condensers on the graphical user interface (gui) interface printed circuit board on the monitor was burnt. The fss performed a field service checklist. The fss performed all calibrations. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.